Event description:
It was reported that an ep44 was used during a laparoscopic splenectomy. It was reported by the affiliate that the bag burst on retraction through extended umbilical port, releasing the fractured spleen into peritoneal cavity. A laparotomy was required for retrival of the spleen.